Event description:
It was reported that the ventilator gave a technical alarm indicating that the ventilation stopped. There was not patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The returned printed circuit board was mounted into a test device for simulated use test. Pre-use check test failed in the same way as it did at the hospital. The review of the returned device log could confirm that, and that the reported technical alarm was generated. The microscopic review revealed a liquid spill on the pc (printed circuit) board. There is no information of how the liquid spill entered the ventilator or what kind of liquid spill it was. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. Our conclusion is that the cause to the reported error, is due to the found liquid spill. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).